Event description:
Baxter (B)(4) reported that an infusor with a patient control module leaked through the filling port. This occurred before use on a patient, therefore, there was no patient injury, medical intervention or adverse event reported.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 180 ml of fluid in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A leak test showed no signs of leakage on any part of the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.